Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the first device. Customer returned two puendo4 from batch numbers 0000189294 and 0000192209. Using microscope visually checked tips. No manufacturing defects or markings were noted. Complaint does not indicate what power setting was being used at time of breakage. Recommended setting for the puendo4 are a minimum power setting of 1 slowly increasing to a maximum setting of 5. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Root cause of breakage cannot be determined.

Event description:
In this event it was reported that two proultra endo "tip" #4 broke during use; no injury resulted.